Manufacturer narrative:
Unable to verify alarm in the alarm history due to history file over written. Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Rewind functioned properly during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corners, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer received a motor error and a button alarm. Customer's glucose reading was 211 mg/dl. Alarm occurred during basal. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.